Manufacturer narrative:
Additional, changed, and/or corrected data. Visual evaluation:device photograph(s) for the device related to the reported event of capsular contracture, wrinkling and calcification was reviewed on 28-june-2022. Visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog. No observed calcification. Observed wrinkling. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device was explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported left side "referring severe capsular contracture","their edges are discreetly undulating" and "we identified punctate calcifications" device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a4, a5a, a6, d1, d2, d4, d6a, g4, h4, h6.

Event description:
Healthcare professional reported left side "referring severe capsular contracture","their edges are discreetly undulating" and "we identified punctate calcifications" device remains implanted.